Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/28/2022. Additional information was requested, the following was obtained: 1. Could you please clarify if wrong device belongs to this complaint? Yes it should have been mailed to you. 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. - (B)(4). 3. If the device was not reported before, please provide more details of device malfunction - the suture broke in the swage next between the needle and the suture. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned - yes it was sent in the provided packaging back to you for analysis. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2022-07653, 2210968-2022-07654. Product complaint # (B)(4). Date sent to the FDA: 11/28/2022 corrected information: d1, d4 (product code) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/12/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for product j258h, lot sdmqzj, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form the following additional information was requested: our analysis lab received the wrong product with reference to this complaint, the following product was received: product code: j258h. Product lot #: sdmqzj. 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(6) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported in 2210968-2022-07653, 2210968-2022-07654, and 2210968-2022-07655 product complaint # (B)(4). Date sent to the FDA: 10/12/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/29/2022. H6 component code: g07002 no device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any signs or consequence due to the issue? Please provide more details no consequence. Surgeon was just upset that the suture kept on breaking. Note: events reported in 2210968-2022-07653, 2210968-2022-07654, and 2210968-2022-07655.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2022 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.